Event description:
Customer reportedly received results between 72 and 100 mg/dl on the compact system and results of 230 or 240 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.